Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing on the atrial channel. The information was discussed with the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service.